Event description:
In 2013, I had the essure coils placed in both tubes and for it being a simple day surgery I had immediate crippling pain, which my obgyn at the time dismissed as nerve damage from my c-section. After ongoing motrin intake and my obgyn dismissing me I eventually wound up in the ER and finally found a new obgyn that knew it was more than what I was told. Upon going in for a scheduled hysterectomy, he found that the left coil had punctured my fallopian tube and was cutting through the back side of my uterus, he had to remove both tubes and my uterus. Since then, I have had numerous surgeries to help with crippling pain and I haven't been able to be a wife nor mother, its been almost 2 years and it still haunts me to this day.